Event description:
It was reported that the patient presented in clinic for a follow up. Upon investigation, it was revealed that the right atrial lead was oversensing. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient was fine prior and post procedure.